Manufacturer narrative:
Since no product has been returned, extended investigation has been performed for the reported complaint and determined that there was no indication that the product did not meet specification. The reported complaint is isolated to the meter only. For meters using precision strips, when the strip is inserted, the no touch pin is pushed upwards and makes contact with the ground pin to power the meter on. Only the displacement of the pin powers on the meter, rather than carbon traces on the strip as with freestyle strips. The only function of the strip is to facilitate movement of the pin. As such, no strip related investigation activities are performed. The DHR (device history review) for the xceed meter reviewed and showed the xceed meter passed all tests prior to release. All review activities conducted above, including but not limited to the final release testing specifically associated with the manufacture of this product, are sufficient information in order to show if the product has met specifications prior to release. If the product is returned, the case will be re-opened and a physical investigation will be performed.

Event description:
A customer reported receiving an error-7, meter not responding when the glucose strips were inserted, on the adc freestyle optium meter. On (B)(6) 2018, the customer stated that they felt sick, collapsed,and lost consciousness. The customer was treated by an hcp and diagnosed with dka and received high dose dexamethasone injections (dose unknown) as treatment. It should be noted that the treatment does not align with the diagnosis of dka. Attempts to contact the customer to obtain additional information regarding medical treatment has thus far been unsuccessful. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported receiving an error-7, meter not responding when the glucose strips were inserted, on the adc freestyle optium meter. On (B)(6) 2018, the customer stated that they felt sick, collapsed, and lost consciousness. The customer was treated by an hcp and diagnosed with dka and received high dose dexamethasone injections (dose unknown) as treatment. It should be noted that the treatment does not align with the diagnosis of dka. Attempts to contact the customer to obtain additional information regarding medical treatment has thus far been unsuccessful. There was no report of death or permanent injury associated with this event.